Event description:
Event was reported to caldera medical by an attorney. The patient is still experiencing burning pain, vaginal inflammation, cramping, abdominal pain, shooting rectal pain, urinary incontinence, bowel incontinence, utis, fatigue, dyspareunia, and bladder spasms. No further information has been provided.